Manufacturer narrative:
The reported event was for lead dislodgement. Visual inspection of the lead did not find any anomalies except for damages consistent with that occurring at time of explant. After cleaning, the helix could extend and retract. The helix extension length was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the atrial lead was dislodged. The atrial lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.